Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
It is reported that the customer had normal blood glucose levels of 107 mg/dl. The customer reported that insulin was leaking from the insulin pump during the manual priming process. The customer further reported that the buttons of the insulin pump have become unresponsive. Troubleshooting was done. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.